Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only the connector portion of the lead was received in one piece for analysis. Visual inspection of the lead found a full breach insulation degradation exposing the outer coil noted adjacent to the connector boot. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage. Degradation adjacent to the connector boot. Only use with short boots.

Event description:
This report is to advise of an event observed during analysis.